Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. No arrhythmias were seen on the surface EKG. Review of the stored egms showed excessive lead noise causing the inappropriate high voltage therapies observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.